Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain and discomfort. General litigation notes metal on metal implications. Update rec'd 09/02/2016 - pfs and medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation the complaint was updated on: 09/21/2016. Update (02/16/2017) pfs and medical records received. After review of the medical records for MDR reportability, alleges severe pain, numbness, anxiety and fear of her leg giving out while walking or moving, metal flaking because of bad plating on metal implant, femoral nerve dysfunction, small fracture, multiple dislocations post-hip revision surgery. Right hip revised for pain, markedly elevated metal ions, and pseudotumor. Revising surgeon noted finding a moderate amount of black metal stained tissue throughout hip joint. No visible wear noted on the bearing components though, disputing alleged metal flaking. Orientation of the acetabular cup and femoral components was normal. Heterotopic bone noted about the trochanter, with some metal-stained osteolysis of trochanter as well. Pseudotumor identified extending to level of the calcar. No fracture identified during operative procedure. No metal ion lab results available to corroborate stated ion elevations. Pseudotumor, osteolysis, elevated ions, heterotopic ossification added to complaint. Stem added to complaint. The complaint was updated on: 03/13/2017.

Manufacturer narrative:
(B)(4). Corrected: patient initials.

Event description:
Ppf alleged metal wear and metallosis. Updated patient's initials.